Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sweating, stepped out of her place and fell unconscious. A family member called emergency medical technician's and was taken to the hospital. At the hospital, the patient was treated with IV fluids and food. At the time of the report, the patient was doing fine. There were not cgm or bg values provided for this event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient indicated that she is a brittle diabetic and a double amputee. She has had diabetes for 30 years and no longer has hypoglycemia symptoms (hypoglycemia unaware). Late in the evening on (B)(6) 2023 it was hot and she was drinking beer in a camper with friends. Earlier she had self-treated with an unspecified amount of insulin. She attributed the event to taking too much insulin in the hot climate. At midnight she estimated her cgm values had been around 200 mg/dl, and as she exited the camper her leg became unstable. She fell and lost consciousness. No glucometer was available. Her friends could not check the cgm values because her phone was locked, so the friends contacted emergency medical services (ems). After she arrived at the hospital she regained consciousness. No bg values were provided. She was treated with IV medication (fluids and dextrose) via an IV in her neck. She also ate food to stabilize her bg level. Several hours later she was discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.